Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. 510(k) number cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned.